Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, three (3) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 24-oct-2025 investigation summary bd received six samples and evaluated four photos for investigation. The photos visually showed the customer's indicated failure mode. Out of these, three used samples contained water that was less than the fill line on the tube label, and no further testing could be completed on them. The three unused samples had no visible defects. A functional test was performed on these customer samples, and all tubes were within specification limits. Additionally, 100 retained samples were inspected with no visible defects found. A functional test was also performed on 10 retained samples, and all were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, three (3) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.